Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed recurring insulin flow block alarm. Customer stated that the tubing was not bent or kinked. Customer had tried all the recommended troubleshooting but the issue was not resolved. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.